Manufacturer narrative:
(B)(4). Concomitant products: mitraclip clip delivery systems: cds-1025620530 and cds-1025621501, lift, support plate, stabilizer. It is indicated that the device is not returning for evaluation; therefore, analysis of the complaint device could not be completed. There was no reported device malfunction. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that before a mitraclip procedure, the steerable guide catheter was prepared for use as per the instructions for use (IFU); no damages were observed on the system. After performing a standard transseptal puncture under transesophageal echocardiogram (tee) guidance in order to access the left atrium, the sgc insertion through the puncture into the left atrium was performed following the IFU instructions. No issues were observed. Two clip delivery systems (cds-10256205/30 and cds-10256215/01) were used to successfully implant two clips. The patient's functional mitral regurgitation grade was reduced from 3-4 to 1+. No issues were observed during the procedure; the procedure device time was one hour 6 minutes. After removing the cds and sgc from the anatomy, a blood flow from the left atrium to the right atrium (left to right shunt) was observed across an atrial septal defect (asd). The diameter of the asd was assessed under tee (in both "bicaval" and "short axis at the base" view) to have a diameter of 6.5mm and was not greater than expected. There was no change in the patient's hemodynamic parameters. Although the blood flow pattern was not more than usual, the physician decided to implant a transcatheter septal occluder device using the same access site (right femoral) because of the patient's baseline profile (severe pulmonary hypertension and reduced ejection fraction of the right ventricle). The asd occlusion was successful with complete shunt abolition. Although there was a 20 minute procedural delay, it was not considered as significant. There was no adverse patient consequence resulting from the delay. No additional information was provided.